Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the miss-aligned screws was due to an omission of a local test to assess successful distal screw insertion. The repeat surgery was completed with no further issues. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a repeat surgery was performed to add missing distal screws for the sign im nail implanted to repair a fracture of the right tibia.